Event description:
It was reported that the 5f pacel bipolar pacing cath wouldn't pace. Exchanging the leads with another company's product resolved the problem.

Manufacturer narrative:
One 5f pacel bipolar catheter with the syringe attached was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There were no visual anomalies noted. The length from the tip electrode to the marked connector and the length from the leg wire assembly to the market connector were measured and were within specification. The catheter was electronically inspected for open and short circuits, as well as correct resistance values. The tip electrode to the marked connector pin (distal) had an open circuit, the multimeter read out of limits. There was no evidence of a short circuit within the catheter. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.